Event description:
Caller reported cgm error 42. There was no adverse impact to the customer's blood glucose level. Cts provided complete pump reset information and walked the caller through the process, after which the pump did not display the error code again, allowing the caller to successfully start their sensor session.